Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it did not exhibit any damage. The cable segment was sticking out at the wrist. The cable broke under tensile loading. Other cables at wrist were not damaged. Failure analysis concluded that cable wear on pulleys combined with high grasping force and large fleet angle between the proximal and the distal pulleys likely contributed to the breakage. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer observed a snapped cable on the large suture cut needle driver instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome or injury was reported.